Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that the clips were scissoring after the initial firing while she was firing along the cystic duct on the proximal portion of it. They used another like device to complete the case with no pt consequence. The device was disposed of.